Event description:
The customer reported that while the iabp was in use on a patient, the iabp switched to battery power while it was plugged into ac. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Company representative replaced power supply (B)(4). Ran device to extended period of time on test balloon and trainer. Performance, calibration, and safety test performed. Device fully operational and returned to customer. Internal file: (B)(4).